Event description:
It was reported that the patient reported falling within a couple weeks post-implant. Noise and capture anomaly were observed on the lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.